Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implantation, a torn haptic of the iol was noticed. The lens was already in the patient's eye and was subsequently removed. The surgery was completed on the same day by using a standby lens. Clarification was received, indicating that a crack of the lens was recognized during implantation of the iol so that the defective iol had to be removed from the patient¿s eye. The eye was impaired and slightly injured. However, the surgical incision did not need to be enlarged, and suturing was not required. The iol removal resulted in a greater expenditure of time; the duration of the surgery increased to 45 minutes. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Further clarification was received, indicating that the incision was enlarged. The procedure was a cataract removal with intraocular lens (iol) implantation.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported damage was observed. The iol was returned positioned incorrectly in the iol case. The iol was immersed in solution. One haptic was broken/torn and adhered to the optic surface with solution. The optic was nicked/chipped-rejectable and scratched/marked-rejectable. While we are unable to determine the origin of the damage (iol cracked and broken haptic), our observations reasonably suggest that it is not manufacturing related and that the damage most likely occurred during the implantation process. It is reasonable to suggest that the iol was in good condition and acceptable for use by the customer prior to attempted loading and implantation. Based on these investigation findings, the most likely root cause is user handling and it is unlikely that the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).